Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined. The submitted log file contained data spanning from 11jan2023 at 15:31:53 to 17jan2023 at 08:31:47, per the timestamp. A low speed event was captured on 14jan2023, beginning at 13:43:31, due to the fixed speed being set below the low speed limit. A low flow alarm was captured during the low speed event, and the event resolved once the fixed speed was set above the low speed limit. Throughout the log file, the pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists neurologic dysfunction as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that two low flow hazard alarms were noted alongside low-speed advisory alarms on (B)(6) 2023. Pump speed was captured at 9000 rotations per minute (rpm) around 1:43pm. The pump set speed was changed to 10,400 rpm with a low-speed limit of 10,000 rpm due to cardiopulmonary arrest. Around the time of the alarms the patient presented with mean arterial pressure (map) of 30, and hypoxia with cardiac arrest. The patient was resuscitated with sodium bicarbonate, epinephrine, calcium, and intubation. No cardiopulmonary resuscitation (CPR) was performed. It was noted that the patient had a history of prophylactic percutaneous driveline repair due to excessive driveline damage. Log files were sent for review to determine if the low-speed advisories were due to planned settings change or short to shield/ phase to phase interruption. Log file review found that the low flow and low speed operation event were due to the set speed being briefly set below the low-speed limit, not any driveline issue. As of (B)(6) 2023, the patient was able to make eye contact but unable to follow commands or answer questions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the patient passed away on (B)(6) 2023 due to acute respiratory distress. The outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events cannot be conclusively determined. The submitted log file contained events and data captures spanning from (B)(6) 2023, per the timestamp. A low speed event was captured on (B)(6) 2023, due to the fixed speed being set below the low speed limit. A low flow alarm was captured during this low speed event, and the event resolved once the fixed speed was set above the low speed limit. Throughout the log file, the pump appeared to have been operating as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. C) lists potential adverse events, including neurologic dysfunction, respiratory failure, and death, that may be associated with the use of the heartmate ii left ventricular assist system. Neurologic dysfunction is also listed as a potential late postimplant complication, that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use states: "the pump flow displays ¿---¿ or ¿+++¿ when flow cannot be accurately calculated." No further information was provided. The manufacturer is closing the file on this event.